Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Summary of device evaluation: the reported complaint is non-verifiable. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The pusher was the only component returned for evaluation. The investigation of the returned pusher found the implant to be separated from the pusher with no signs of activation at the heater coil. The investigation found the pusher's attachment monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive forces over specification. The reported complaint stated that the coil could not be advanced and stretched upon withdrawal; however, the investigation is unable to determine the cause of the reported complaint due to the missing components. The instructions for use (IFU) identifies difficult coil detachment and coil stretching as a potential complication associated with the use of the device.

Event description:
It was reported that during a coil embolization procedure of a giant aneurysm on the right anterior cerebral artery (aca), difficult placement was encountered with the first coil. A second coil was used with the same microcatheter from a different manufacturer. The coil was advanced with 50% of the coil within the aneurysm when the coil became stuck within the microcatheter and could not be advanced and stretched upon withdrawal. The microcatheter and coil system were cut off at the proximal end. A snare was advanced over the microcatheter and all products were completely removed from the patient. Because of the size of the aneurysm, the decision was made to occlude the right common anterior artery. The occlusion was performed with good result and the patient had cross flow from the left. There was no report of injury to the patient, who was doing well.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Summary of device evaluation: the reported complaint is non-verifiable. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The pusher was the only component returned for evaluation. The investigation of the returned pusher found the implant to be separated from the pusher with no signs of activation at the heater coil. The investigation found the pusher's attachment monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive forces over specification. The reported complaint stated that the coil could not be advanced and stretched upon withdrawal; however, the investigation is unable to determine the cause of the reported complaint due to the missing components. The instructions for use (IFU) identifies difficult coil detachment and coil stretching as a potential complication associated with the use of the device.

Event description:
It was reported that during a coil embolization procedure of a giant aneurysm on the right anterior cerebral artery (aca), difficult placement was encountered with the first coil. A second coil was used with the same microcatheter from a different manufacturer. The coil was advanced with 50% of the coil within the aneurysm when the coil became stuck within the microcatheter and could not be advanced and stretched upon withdrawal. The microcatheter and coil system were cut off at the proximal end. A snare was advanced over the microcatheter and all products were completely removed from the patient. Because of the size of the aneurysm, the decision was made to occlude the right common anterior artery. The occlusion was performed with good result and the patient had cross flow from the left. There was no report of injury to the patient, who was doing well.